Manufacturer narrative:
Associated medwatch reports: 9610612-2020-00058 ((B)(4) sc503t). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a quintex semiconstrained screw. According to the reporter several quintex screws broke. The 40mm hybrid plate was held in place by one plate holding pin, in the central hole. The surgeon used the double drill guide, set to 16mm, and drilled the screw holes. He then placed the semi-constrained 16mm screws. When the screw was seated in the plate, he pulled the screwdriver out and the small silver metal locking circle came out of the head of the screw. This happened twice, and the screws had to be replaced. Next the surgeon had only screwed the screw halfway down, not into the plate, and stopped for an x-ray, when he removed the screwdriver the metal locking circle came out again. When I checked the removed screws at the end of the case, I also saw that on one of the screws, four of the five petals forming the screw head had broken off. The procedure was a c4-6 two level anterior cervical decompression and fusion (acdf). There was no patient harm. This malfunction prolonged the surgery for 10 minutes. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: 9610612-2020-00058 ((B)(4) sc503t).

Manufacturer narrative:
Investigation results: four quintex screws 503t arrived with more or less bended petals, in two of the screws the locking ring was detached. Two detached locking rings were enclosed. In the first step we made a visual inspection of all screws. The screws show different damages like wears on the inside and slight deformations in the torx and on the thread. This damages were caused by the moving of the locking ring during insertion or by the insertion force. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the popped out rings of two of the screws are most probably caused by driving the screwdriver in the head of the screw with a wrong (too low) angle. The deformations at the thread are caused by a contact to the plate during driving the screw. The deformation of the petals of the third screw are caused by the contact of the screw head to the plate with a wrong (too low) angle. The fourth screw exhibit no major deviations. A material failure or a manufacturing error can be excluded. A CAPA is not necessary.